Event description:
It was reported that the minicap transfer set disconnected from the titanium adapter during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number 12c29h35 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.